Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, their ipg became inoperable over time. Troubleshooting via use of a replacement charging system was unable to provide resolution. As a result, the patient plans to undergo surgical intervention to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, therapy was restored post operatively.